Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 35 mg/dl. The customer was treated with food and the customer¿s blood glucose went down once in blue moon. The customer reported blood glucose level as 200 mg/dl, 185 mg/dl, 195 mg/dl, 190 mg/dl, 65 mg/dl, 68 mg/dl, 74 mg/dl, 75 mg/dl, 135 mg/dl, 184 mg/dl, 96 mg/dl, 144 mg/dl and 219 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, stained end cap sticker and stained address/serial number label.